Manufacturer narrative:
On 18 november 2016 the medical affairs performed a clinical evaluation and commented as follows: stem loosening in cementless tha after 5 years. The stem looks radiographically loose proximally and rather subsided, although a distal pedestal is visible. There is no ap pelvis radiograph, so the limb length discrepancy cannot be verified, but it is likely that the operated side is shorter, possibly due to stem subsidence which must have happened before the pedestal was formed. Some areas of the femur look like osteolytic regions, but there is no comment on this aspect. The material of the insert is not specified. The root cause for this event cannot be determined with the available information. On 30 november 2016 the r&d project manager performed a visual inspection of the retrieved explants and commented as follows: the pieces were analyzed. The stem showed a total absorption of the ha coating in the distal part, while it remained in the medium and proximal areas. Some scratches were visible in the anterior region of the neck. The femoral ceramic head remained assembled with the taper of the stem and two signs were visible in the surface, probably related to the phase of removal. From the analyzed pieces it is not possible to determine a certain root cause of the event.

Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes the revision surgery was completed successfully on (B)(6) 2016. Batch review performed on (B)(6) 2016. Lot 111706: (B)(4) items manufactured and released on 20 july 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient had pain in the hip. After investigating the surgeon found that the stem was loosened. A revision surgery was planned.